Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to high blood glucose. Troubleshooting was performed. The insulin pump did not pass the high pressure test. Customer states that the insulin pump had an alarm. No further info was provided.